Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the electrode pad was unusable upon removal. Complainant indicated that the clinician obtained another set of pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The returned pads were received by zoll medical corporation in a compromised condition, without original packaging or labeling, preventing lot number or expiry date verification and traceability assessment. Inspection revealed gel transfer from the anterior chest pad onto the non-release side of the liner; however, it could not be determined if this occurred at the user facility. Potential contributing factors include storage/handling outside recommended temperature and humidity ranges, use of expired product, or excessive force/improper technique during liner removal or application. The red tab on each pad must be used during removal to avoid gel or electrode damage, as outlined in the CPR stat-padz instruction for use (IFU). Due to the pads compromised condition and lack of traceability, the root cause could not be confirmed. The claim will be closed as observed but not verified. Analysis for reports of this type has not identified an increase in trend.